Event description:
Patient was revised to address infection. Intraoperatively noted minimal poly wear of the insert.

Manufacturer narrative:
No product were returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product error was a contributing factor and the need of or corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.